Event description:
The right-sided system was explanted due to symptomatic right-sided central venous stenosis/occlusion (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).